Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of headache and seizures are known adverse events listed in the rx xact instructions for use. Additionally, headache and seizures are listed in the no fault risk assessment as no fault complications. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that 22 days post stenting procedure with an xact and rx acculink stent in the right internal and left common carotid arteries respectively, the patient reported having headaches. The patient was alert and oriented. The physician did not think the headaches were neurologically related and no treatment was given. Neurology consultation revealed that there was no suspected stroke or transient ischmic attack. The patient was started in dilantin for seizures. During the 30 day study follow-up evaluation, the patient did not report the prior headaches or that he was still having them. The physician reported that the patient was neurologically intact and there were no problems at this time. The patients blood pressure was reported as 90/54 which was described as good for this patient who is continuing his concomitant antihypertensive medication. Though requested, no additional information has been provided.